Event description:
I had a right hip replaced on (B)(6)2007 -(B)(6)-, using the j&j depuy ars. I have been in pain since that time and repeated dr visits tell me, there is nothing they can do. I request that the FDA research this model, as I have never been out of pain and wonder why depuy voluntarily discontinued this model. I am going to my ortho dr and he will take xray to determine if he can see any metal shavings. I can't uncover the difference between the asr and the ars anywhere online. (B)(6). Dates of use: (B)(6)2007 - (B)(6)2010. Diagnosis or reason for use: degenerative r hip.